Event description:
The customer reported that he noticed most of the access points in the area were not communicating when he was walking around the floor with a micropaq device. This resulted in a loss of centralized patient monitoring. There was no report of any patient harm as a result of the reported event. The customer did not provide any patient information.